Event description:
It was reported that the distal df1 set screw would engage and click, but could not secure the lead in the header. The device was not implanted. The patients condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was confirmed in the laboratory. Debris was found at the bottom of the rv set screw bore which prevented the set screw from fully entering to fully secure the lead. The cause of the debris was found to be a manufacturing anomaly.